Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2018-07008. It was reported that an embolization and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and then a 21 mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed. Release criteria was met and the closure device was successfully implanted. Shortly after implantation the closure device embolized to the left atrium for a short time and then into the ventricle. The closure device was successfully retrieved via the right femoral artery using a snare kit and 12fr sheath. The patient also developed a pericardial effusion and was successfully tapped. However, the right ventricle was severely compromised so the patient was transferred to cardiac surgery where the laa was surgically amputated. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received a heparin dose antagonized with protamine. Afterwards, a thrombus-like structure formed in the pericardium which could not be aspirated. As a result, the right ventricle became heavily compressed. Vascular surgeons were called in and a small opening was made underneath the patient's sternum to open the pericardium and remove the blood. This was successful. During this procedure, the surgeon had to go through the diaphragm, which then bled severely. The patient was taken to cardiac surgery where the bleeding in the diaphragm was stopped and the pericardium was condensed. The laa was not surgically removed. The patient recovered and there were no further complications.